Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult removal. It was reported this was a mitraclip procedure performed to treat grade 4 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve. When attempting to grasp, the clip interacted with chordae. The clip was freed without causing injury to the chordae and was placed in a2/p2. During clip deployment, the clip released from the shaft, but due to the moving leaflets from the heartbeat, the tip of the delivery system was difficult to remove, the tip of the delivery catheter (dc) shaft was trapped in the posterior side of the clip. Troubleshooting was performed, the dc handle was rotated clockwise for nearly one turn, then counterclockwise, and the delivery system was able to be removed. There was no damage to the implanted clip. A second clip was implanted which was originally planned. Mr was reduced to <1. There was no reported adverse patient effect, or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and evaluated. The reported difficult to remove, difficult or delayed positioning (clip interact with chordae) and difficult or delayed activation (difficulty deploying the clip) could not be replicated in a testing environment as they were related to patient anatomy, procedurally related or related to the operational context. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip interaction with chordae and difficulty deploying the clip. The difficulty removing the device appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.